Event description:
On 17th may 2025, it was reported by an arthrex employee via email that an ar-1204af-95, flipcutter® ii, 9.5 mm, broke the moment the surgery team start reaming. The flipcutter was already spinned first before touching the bone, however, upon touching the bone, it snapped. This was detected during an acl reconstruction procedure on (B)(6) 2025. The procedure was completed successfully by opening another 9.5 flipcutter. There was no patient harm.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Manufacturer narrative:
Additional information: g3, h3, h6. The complaint allegation is confirmed based on the customer-provided picture. Visual evaluation of the customer provided photo noted the tip of the device was damaged and broken. Refer to attachments. Based on the information provided, arthrex was able to conclude a most likely cause. The most likely cause for the reported failure can be attributed to user error of the device due to applying excessive mechanical forces and/or prying/leveraging the device during use.